Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 16.5 mmol/l at the time of the event. The customer was also suffering from nausea and a heart rate of over 120 beats per minute. Nothing further was reported.